Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. Inspection of the unit revealed a missing interlock pin. The MDR was filed following a retrospective review related to a 483 response.

Manufacturer narrative:
No report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Event description:
During inspection of the unit, the hospital reportedly noted the interlock system was functional. There was no report of pt involvement.